Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had failed rate accuracy was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is attributed to lifted bezel boss inserts located at the top right, middle right, and middle left positions. Additionally, the air-in-line (ail) sensor (op1) and the top of the ail assembly were found to be broken. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, and such damage can result in under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. External and internal inspection process was performed on the suspect pump module. The upper hinge of the inner door was observed to be slightly damaged. The air in line (ail) sensor (op1) and the top of the ail assembly were observed to be broken (incidental finding). It was found that the top right, middle right and middle left bezel boss inserts were lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. Alaris system maintenance (asm) rate accuracy task and asm rate calibration task were performed on the pump module. Test results revealed that the pump module was operating out of specification, and the pump module must be repaired the pump module bezel assembly was temporarily replaced with a known-good dchu bezel assembly and known good dchu ail assembly for testing purposes only. Asm rate calibration and rate accuracy task were performed on the source pump module. Results indicate the device was operating within specification. The event date was reported as 21 november 2025; the time of event was not reported. The pump module event log showed no usage of the device on the reported event date. A review of the suspect pump module error log showed no errors were recorded related to the reported event. The last infusion performed on the suspect pump module was on 09 september 2025 at 2:08 pm with a rate of 250 ml/h, volume to be infused (vtbi) of 250 ml and expected duration of 1 hour. At 3:08 pm the pump module was channeled off. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual provides important safety guidelines for device handling. It states that the device should not be modified, as doing so could affect the safety and efficacy of the bd alaris system. Regular device inspections are required to prevent damaged devices from being returned to patient use, as using a damaged device can result in patient harm (see inspection requirements on page 366). Additionally, the device cases should only be opened by qualified personnel using proper grounding techniques per the field action regarding an urgent medical device product correction (mms-24-5134-fa): on october 17, 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. Customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ see mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy. There was no patient involvement.

Event description:
It was reported that the device had failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had failed rate accuracy was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is attributed to lifted bezel boss inserts located at the top right, middle right, and middle left positions. Additionally, the air-in-line (ail) sensor (op1) and the top of the ail assembly were found to be broken. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, and such damage can result in under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. External and internal inspection process was performed on the suspect pump module. The upper hinge of the inner door was observed to be slightly damaged. The air in line (ail) sensor (op1) and the top of the ail assembly were observed to be broken (incidental finding). It was found that the top right, middle right and middle left bezel boss inserts were lifted; however, the presence of tamper-evident torque cement on the two (2) required mechanism screws on the bezel confirmed that it had not been altered after bd production or the san diego repair center. Alaris system maintenance (asm) rate accuracy task and asm rate calibration task were performed on the pump module. Test results revealed that the pump module was operating out of specification, and the pump module must be repaired the pump module bezel assembly was temporarily replaced with a known-good dchu bezel assembly and known good dchu ail assembly for testing purposes only. Asm rate calibration and rate accuracy task were performed on the source pump module. Results indicate the device was operating within specification. The event date was reported as 21 november 2025; the time of event was not reported. The pump module event log showed no usage of the device on the reported event date. A review of the suspect pump module error log showed no errors were recorded related to the reported event. The last infusion performed on the suspect pump module was on (B)(6) 2025 at 2:08 pm with a rate of 250 ml/h, volume to be infused (vtbi) of 250 ml and expected duration of 1 hour. At 3:08 pm the pump module was channeled off. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual provides important safety guidelines for device handling. It states that the device should not be modified, as doing so could affect the safety and efficacy of the bd alaris system. Regular device inspections are required to prevent damaged devices from being returned to patient use, as using a damaged device can result in patient harm (see inspection requirements on page 366). Additionally, the device cases should only be opened by qualified personnel using proper grounding techniques per the field action regarding an urgent medical device product correction (mms-24-5134-fa): on october 17, 2025, bd issued a notice to remind users and aware via customer complaints that dropping the alaris¿ pump module may cause damage to internal components. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, this damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. Customers should not use a device that has been dropped or severely jarred. Devices that have been dropped or severely jarred should be segregated and sent to biomedical engineering for inspection, to ensure the device is functioning properly before reuse, as directed in the ¿summary of warnings and cautions¿ section of the bd alaris¿ infusion system with guardrails¿ suite mx user manual: ¿if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before reuse.¿ see mms-24-5134-fa for complete details of this product correction. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.